Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer requested assistance setting up insulin pump. Customer reported that there was no reservoir on display screen. Customer's blood glucose was 595 mg/dl, which was treated with manual injection. Customer received assistance.